Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. Further testing found corrosion on the touchscreen. The probable cause the touchscreen not responding was corrosion due to contamination from fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device "touchpad does not work". The customer contact reported this occurred prior to pt use. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.